Event description:
The customer reported that during a routine check of the iabp, the iabp generated an "electrical test failure code # 58" (power-up vent test failed). No patient was involved.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. As a precautionary measure, the drive manifold was replaced (part number: 0104-00-0018). The iabp was functional and safety tested to factory specification. It functioned normally and was returned to the customer. (B)(4).